Manufacturer narrative:
Carefusion file identification: (B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4). The field service technician was unable to duplicate the unit shutting down. Review of event trace reveals two ¿ln vent1¿ condition on october 13, 2015. Per operators manual, this is caused when operating the ventilator on the internal battery until it is fully depleted. All other event trace entries are consistent with normal ventilator operation. The 4 internal power supplies being monitored were +5vdc, +6vdc, +15vdc, and -15vdc all of which were within required voltage. Service technician is recommending replacement of power board. Ventilator was thoroughly inspected; internal inspection does not reveal any abnormalities with the ventilator.

Event description:
The customer reported while using the model ltv (lap top ventilator) 1200 ventilator the unit shut down while in use on a patient. The customer reported the patient was switched to another ventilator and no harm or injury occurred.